Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date, to update the section and to provide the completed investigation results. (B)(4). One 8fr arteriotomy locator was received for evaluation. The carrier tube assembly, guidewire, locator and the hemostasis sheath were returned as well. Visual inspection revealed that there was a deformation identified at the blood inlet hole of the arteriotomy locator and that the locator was severely kinked. The device was attempted to be inserted in a tray and the extreme angle of the bend precluded it from sitting within the tray. The outer diameter of the locator was measured and confirmed to meet manufacturing specifications. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the application of an off axis force to the arteriotomy locator has caused the reported event. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that both the angio-seal evolution sheath and dilator were found kinking before inserting into the patient. A new angio-seal was replaced to continue the case for closure without any issue. The patient condition is stable. Additional information was received on 11/19/18: the procedure performed was a percutaneous coronary intervention. Pre-deployment angiogram was performed prior to access with the 6fr sheath. The user changed to a new angio-seal device to perform hemostasis successfully.